Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 75% stenosed target lesion located in the calcified and severely tortuous distal left circumflex artery. Pre-dilation was performed with a 2.5x15mm non-bsc balloon inflated twice to 8 atms. After intravascular ultrasound was performed, a 2.5x16mm promus element stent was advanced for treatment but could not cross the calcified lesion. An additional attempt was made to advance the stent, but the distal edge of the 2.5x16mm promus element stent bumped into the lesion and still could not cross. A 2.5x15mm non-bsc balloon was then advanced and dilated twice to 12 atms. The 2.5x16mm promus element was again advanced but could not cross the lesion. When the device was removed, it was noted that the distal edge of the stent got flared slightly. The procedure was completed with another device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use (dfu) i.e., the device was introduced twice into the distal left circumflex artery and the dfu indicates that an unexpanded stent should be introduced into the coronary artery one time only. (B)(4).